Event description:
Per ambulatory surgery center reporter...surgeon was attempting to remove cautery tip from pencil. The distal end of approximately 1/2" separated from the tip and flew off the field, away from the patient. Wound was thoroughly searched. Drapes, floor, lap sponges and trash thoroughly searched but piece not found. Doctor is confident that the piece was not in the patient. Broken piece found under the operating room bed at end of case. No harm to patient operating room staff.